Event description:
Patient was implanted on the right side an unknown date and underwent revision surgery on an (B)(6) 2019 due to implant fracture.

Manufacturer narrative:
This medwatch has been created to enter additional information which was received on oct 28, 2019: should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Event summary: patient was implanted on an unknown date and underwent revision surgery on (B)(6) 2019 due to implant fracture. Review of received data: x-ray ap pelvis overview was assessed by a health care professional (radiologist): right total hip arthroplasty with fracture of the proximal femoral stem just distal to the patient cerclage wires in this region along with radiolucency at the greater trochanter consistent with loosening. Patient is osteopenic. This osteopenia could contribute to a hardware fracture if there was an underlying bony fracture in the same region. However, a definite bony fracture is not seen. There are cerclage wires present just proximal to the fracture site which could indicate an area of weakening or loosening. Overall fit and alignment of the right total hip arthroplasty is appropriate. Further, the proximal revitan component is tilted in a varus position of approx. 13° (when comparing to the distal revitan stem axis). One intraoperative image has been received showing a proximal cylindrical revitan component with a mounted ceramic head and the fractured pin. The fracture of the pin occurred between the proximal and the distal revitan component. The medial edge of the fracture surface is worn. Patient data according to the product experience report: p.m., male, born 1946, 86 kg, 178 cm, bmi: 27.1 (normal), medium activity level. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. Conclusion summary: a male patient was implanted on an unknown date and underwent revision surgery on (B)(6) 2019 due to implant fracture. The x-ray confirmed the pin fracture of the distal revitan component. The bone condition was assessed as osteopenic and the proximal revitan component was found in a varus position (approx. 13°, when comparing to the distal stem axis). The received intraoperative image shows the pin fracture which occurred between the proximal and the distal revitan component. The medial edge of the fracture surface is worn. The proximal and distal revitan components are compatible. The quality records show that all specified characteristics have met the specifications valid at the time of production. The document-based investigation results did not identify a non-conformance or a complaint out of box (coob). It is possible that there was insufficient proximal bone support and loosening of the proximal revitan component which progressed and finally resulted in the fracture of the pin. Nevertheless, as the cause may be multifactorial no exact root cause could be found. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture.